Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had multiple remote support service (rss), application, and structured query language (sql) errors indicating a failure to recover and restart the dsclientoltp database, including login failures for nt authority\system and carefusion admin (cfnadmin), severe sql command errors, and repeated application crashes following a kernel-power event. A technical support specialist (tss) confirmed the database was in suspect mode, services could not be opened even after rebooting, wmi reset, and repository rebuild, and logs continued to show persistent sql and data source failures pointing to underlying storage corruption. Further the tss dispatched filed service engineer (fse) to replace the hard drive and fully reimage the device to restore stability and ensure long-term device health. A field service engineer (fse) confirmed that the entire station was affected by a database error, and a flashing communication sled connection light (which should be solid) was identified as a contributing factor. Then the fse replaced the drawer controller board on drawer 6 and communication sled. Then the fse completed the repair by installing a new hard drive, performing a full reimage, reconnecting all cables, configuring the server name, internet protocol (ip) address, and serial number, and installing remote support service (rss). After completion, the system was fully functional with no remaining errors, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in to the pyxis machine due to a software issue. The system displayed the error message: "cannot open database 'dsclientoltp' requested by the login. The login failed." There were no delay or adverse events or injuries reported based on this event.